Manufacturer narrative:
It was reported that "when taken out of the box, the transport chair was undamaged and all parts were included. However, the wheel locks that engage with the rear wheel were jammed against the rear tires. As a result, the hand brake levers would not move and were fixed in the non-locking position. The rear wheels would turn slightly if the chair was forced forward but the brakes were clearly inoperable." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that "when taken out of the box, the transport chair was undamaged and all parts were included. However, the wheel locks that engage with the rear wheel were jammed against the rear tires. As a result, the hand brake levers would not move and were fixed in the non-locking position. The rear wheels would turn slightly if the chair was forced forward but the brakes were clearly inoperable."